Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the electrophysiology lab to have the lead repositioned. It was reported that the lead had exhibited loss of capture (loc) and a perforation of the right ventricle had occurred. During the revision procedure, the helix on the lead would not extend again after the lead was repositioned. The lead was removed and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported.